Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed in-clinic. The patient was not pacemaker dependent. The lead was capped and replaced on (B)(6) 2016 during a generator change-out due to normal eri. It was noted through fluoroscopy that mild narrowing at the distal portion of the rv coil near the junction to the ring electrode was observed. The patient was stable post-procedure.